Event description:
The reporter stated that reporter's spouse had done meter to lab comparison tests at reporter's spouse's dr's office. Reporter reported that spouse did a capillary test on reporter's spouse's meter immediately after a venous draw for the lab test. Reporter reported that reporter's spouse meter read 165mg/dl, and that the lab test result was 280mg/dl, reporter's spouse did not have any symptoms. Control testing was not done due to unavailability of meter/supplies to reporter. No harm was alleged. Follow-up attempts to contact the reporter and spouse for add'l info have not been successful.